Event description:
It was reported that during surgery for a total knee replacement, the power equipment battery oscillator ((B)(4)) shorted out prior to the patellar tendon cut. Another power oscillator was available in the operating room and surgery was completed successfully. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device history record review and additional evaluation: device history record review shows no nonconformance or abnormalities were found. The condition of the returned device was blemished housing. The reporter's complaint that the unit does not function was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.